Manufacturer narrative:
(B)(4) devices were received for evaluation. The devices included the explanted pump, the epc system controller, 2 battery clips and 6 14v lithium-ion batteries. It was reported that the patient had been for a walk in the city without carrying backup batteries at the time the red heart alarms occurred. Once power was restored at the hospital, the alarms ceased. Based on the evaluation of the system controller log file and the returned batteries, the root cause of the reported event can be attributed to system shutdown due to operation on depleted batteries. Evaluation of 5 of the 6 returned 14 v li-ion battery packs (s/ns (B)(4)) revealed they had expired as of 01/2015 and would not hold a complete charge. The returned packs were operationally tested and found to have between 21-50% less capacity than a typical new pack. The full charge capacities were significantly low and the packs would not charge to the design capacity. The discharge times were also noticeably low. The discharge time and full charge capacity parameters reflected significantly diminished capacity. The 5 packs had between 586 and 726 use-cycles and exceeded the usage limit of 360 cycles as documented in the heartmate ii lvas instructions for use. Even with the low capacity, the returned battery packs were able to charge and to support the system controller and pump operation for a period of time. The evaluation of one 14 v li-ion battery, s/n (B)(4), did not identify any functional issues. Visual inspection of the returned battery revealed that it was in used condition and the terminals had typical wear marks. There were no significant markings or damage observed. Functional testing performed on the returned battery pack revealed that the pack was able to meet all required functional test specifications including run time checks, charge testing, and the ability to hold its charge state. No faults were found with the returned battery pack. The reported red heart alarm was confirmed based on the analysis of the data recorded in the log file from the returned epc system controller, s/n (B)(4). The log file covered approximately 1 day and 12 hours of use. Low battery (voltage) advisory events were captured throughout the log file which can be indicative of operation on depleted 14v li-ion batteries. The log file also indicated a history of power interruption events which appeared to occur during battery exchanges when the system was supported solely on one battery. When the power was restored by applying freshly charged batteries, the log file captured recovery speed events and appropriate alarms as expected. Additionally, a log file submitted by the customer that was dated (B)(6) 2015 (prior to the event) contained approximately 6 days of data. Multiple power cable disconnected and low voltage advisory alarms associated with routine power exchanges were recorded throughout the log file. There were no atypical alarm events observed within the log file. The system controller was functionally tested and was found to perform as intended. The device passed the functional test procedure and confirmed all visual and audible alarms activated when induced. Additionally, functional testing performed on the controller with the returned 14-volt li-ion batteries and battery clips associated with the reported event revealed normal system operation with no alarm conditions noted. Visual inspection of the returned battery clips, l/n 35050190112-a, found no significant markings or damage. The lemo connectors were properly seated and aligned within their sockets. The system controller power cables were secured to the clips and there was no difficulty inserting or removing the power cables. The returned batteries were inserted into the clips without difficulty. The battery release mechanisms were checked and were unremarkable. The battery clips were functionally tested using the returned system controllers, returned batteries, and a test hmii pump. The system operated as intended. The batteries inside the battery clips and the connections between the system controller and the battery clips were manipulated prior to and while the system was operating a test pump and no alarms occurred and the system continued to operate as intended. Upon disassembly of the returned pump, (B)(4), post-mortem blood depositions were found. The depositions appeared to have developed as the result of an interruption in flow through the pump, likely attributed to report that the batteries were run to depletion resulting in the pump stopping. The pump underwent cleaning, reassembly and functional testing using a mock circulatory loop. The retrieved test data revealed normal pump operation comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date explanted is estimated. Concomitant medical products: 14 volt lithium ion battery, serial numbers: (B)(4); 14 volt lithium ion battery clip set, lot numbers: 35050190112-a; system controller, serial number (B)(4); approximate age of device - 3 years, 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that, while on a walk in the city, a red heart alarm with a constant audio alarm occurred. The patient reportedly collapsed soon after the alarm sounded. The patient was resuscitated and then transported to the implanting hospital. Upon arrival at the hospital, the system controller was connected to an unspecified power source which resolved the red heart alarm. The patient remained unconscious in the intensive care unit (ICU). A cct scan revealed hypoxic brain damage and the pump therapy was discontinued. On (B)(6) 2015, the patient expired with the cause of death reported as hypoxic brain damage. It was reported that the patient's demise was not device or therapy related. The patient had reportedly been out walking without backup batteries or a backup system controller. No further information was provided.